Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was offline. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event, section d unique identifier (UDI) and section e initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station needed to sync after it was reimaged, as the windows update was not finishing. A field service engineer (fse) identified that the device was stuck in windows updates for 2 days. So, the field service engineer reimagined the station, then deployed essential security against evolving threats (eset) package, then enabled credential manger, then scheduled maintenance and contacted customer support centre (csc) to monitor data sync. After that data synchronization was successful, then auto launch was set. After that the device was now functioning properly. The system functioned as intended after the field service engineer repaired the device.